Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the battery failed. A battery error message was observed. The device was not changed out, as they used the unit for the case which was plugged in to emergency power. The surgical procedure was completed successfully. There was no delay, no blood los, nor adverse consequences to the patient. Per the clinical review on (B)(6) 2014: during priming of the cpb circuit (prior to cpb), the message "battery needs service, full backup may not be available" was posted on the central control monitor (ccm). Prior to cpb, the perfusionist ccp removed the power cord from the wall and the base did switch to battery as designed. The ccp elected to use the system for the procedure, and the base was plugged into an alternating current (a/c) outlet that is backed-up but the hospital emergency generator. The system was used, without issue during cpb, and there were issue with loss of power during the case. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.